Event description:
It was reported that there was an initial revision of unknown hip product for unknown reasons with implantation of zimmer biomet product at that time. Subsequently, a second revision was performed approximately a year and a half later due to loosening of the acetabular implant. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00877503603 lot# 2041128 bioloxâ® delta, ceramic femoral head, l, ã¸ 36/+3.5, taper 12/14. Unk alloclassic stem. Unk g7 shell. Unk g7 screw. G2: foreign: australia. Visual examination of a provided picture identified the ceramic head, liner, and shell explanted and covered in bio-debris. The liner shows some scratches to the outer spherical surface. The inner spherical surface could not be seen on any device. No further evaluation can be made to the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left total hip arthroplasty was performed with a revision occurring due to a loose cup. A second revision occurred due to a loose cup. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: radiolucency adjacent to the lateral acetabular cup and along the proximal femoral implant as noted. Relative horizontal orientation of the acetabular cup. Acetabular protrusion. There is extensive osteolysis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01782, 0001822565-2023-01783, 0001822565-2023¿01784, 0001822565-2023-02740, and 0002648920-2023-00241. This report was previously submitted incorrectly under MFR 0001822565-2023-01785.